Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r86-22, that has a similar product distributed in the us, list number 06r86-20.

Event description:
The customer observed false negative sars-cov-2 igg results for several patients on an architect i2000sr analyzer, serial number (B)(4) . The samples were from health care professionals that were asymptomatic but tested positive by pcr testing more than a month ago, positive with roche testing, and negative with virclia igm testing. The following data was provided, there was no units of measure provided for the roche results (<1.4 index (s/c) is negative, >/ 1.4 index (s/c) is positive): sample ID (B)(6) initial result was 0.83 index (s/c), repeated with roche testing was 1.22 sample ID (B)(6) initial result was 0.77 index (s/c), repeated with roche testing was 2.73 sample ID (B)(6) initial result was 1.13 index (s/c), repeated with roche testing was 5.11 sample ID (B)(6) initial result was 0.74 index (s/c), repeated with roche testing was 13.8 sample ID (B)(6) initial result was 0.92 index (s/c), repeated with roche testing was 3.31 sample ID (B)(6) initial result was 1.33 index (s/c), repeated with roche testing was 6.51 sample ID (B)(6) initial result was 1.09 index (s/c), repeated with roche testing was 5.88. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg results included a search for similar complaints, review of complaint text, trending data, labeling, device history records and scientific literature. The samples were all from health care professionals that were asymptomatic but tested positive by pcr and roche total antibody assay. Negative test results were obtained with the virclia igm assay. Return testing was not complete as return samples were thawed upon receipt at abbott lake county testing site. Tracking and trending reports were reviewed and did not identify any related trends. Labeling was reviewed and found to adequately address the issue under review. Device history record review on lot 16311fn00 did not show any potential non-conformances, or deviations related to the customers issue. Sensitivity and specificity testing were done using an in-house retained kit of lot 16311fn00 stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. As part of evaluating the consistency of sars-cov-2 igg lots, abbott has conducted comparison studies using a third party manufactured sample set (seracare sars-cov-2 performance panel). This provided a basis for comparison with the roche cobas anti-sars-cov-2 assay, another nucleocapsid based test capable of detecting igg (as well as potentially igm and iga). Testing was performed using five different abbott lots with comparative results showing good lot-to-lot consistency, with the abbott igg assay correctly identifying 10 of 10 positive panel members. The negative panel member tested as negative on all abbott lots. In comparison, the roche assay detected 9 of 10 positive panel members (roche testing performed by seracare). To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Review of the manuscript "performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho", bryan et al. 2020, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Per the limitations of the procedure section of the package insert, architect sars-cov-2 igg results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. Per product labeling, for accurate results, serum and plasma specimens should be free of fibrin, red blood cells, and other particulate matter. Serum specimens from patients receiving anticoagulant or thrombolytic therapy may contain fibrin due to incomplete clot formation. To ensure consistency in results, recentrifuge specimens prior to testing if they contain fibrin, red blood cells, or other particulate matter. Based on the investigation architect sars-cov-2 igg reagent lot 16311fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.